Event description:
It was reported that the monitor was sounding a distorted alarm followed by no alarm sound. Heart rate beep was available. No indicator received that the reported situation caused or contributed directly or indirectly to a death or serious injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.